Manufacturer narrative:
(B)(4). The reported event of infection cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-04031. It was reported the patient underwent a system explant due to a suspected infection at the lead and ipg incision sites. Reportedly, the patient went to the ER on (B)(6) 2016 due to a fever and had the scs system explanted on (B)(6) 2016. The patient's physician stated the patient had been experiencing oozing from the ipg and lead incision sites for the past two weeks. Cultures were taken but results were not available. The patient was reportedly given antibiotics.given antibiotics. The explanted devices are not returning to sjm. Pdt was notified of the explanted devices.